Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator.

Event description:
The patient via the rep reported that they experience a jolt, loss of efficiency, tremor returns and they cannot eat or drink. It was indicated that it did not feel like stimulation was turned off. The return of symptoms occurs more in the right hand. The issue was described as happening suddenly and coming back suddenly within seconds and happens no matter what the patient is doing. It was noted the patient did not check their therapy state with their programmer. The patient was programmed on electrode 0/3 on the left-side device which had normal impedance readings, but upon re-testing showed high impedances on c/3, 0/3, 1/3 and 2/3. The right-side device had low impedances on 0/3 of 112 ohms at 0.7 v, 75 ohms at 1.5 v and 38 ohms at 3 v. The right side is programmed on c/1 and therapy impedance was 729 ohms at 0.7 v. It was noted the patient would follow-up with their hcp. The patient was implanted for essential tremor and movement disorders. Refer to manufacturer report #3007566237-2017-02423 for details pertaining to the reportable related event.